Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose. Blood glucose at the time of event was 10 mg/dl. Current blood glucose was 210 mg/dl. Customer was in hospital due to covid. Customer did not experience had as symptoms of low blood glucose. It was unknown about auto mode status. Customer reported transmitter was accidentally discarded by hospital staff. The customer will continue use of the device.